Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 (B)(4) (rep): medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was having intermittent bootup issues. There was no patient involvement. Additional information was provided stating that the ias (image acquisition system) was failing to boot. The key was not in the off position.